Event description:
The customer reported that the insulin pump had a frozen display. Troubleshooting was performed. The time on the device was not advancing, and the buttons were unresponsive. The customer's blood glucose reading was 256mg/dl, and she was treated with manual injections. The customer also mentioned that he was involved in a car accident and was hospitalized. The insulin pump has not been functioning properly since. Advised the customer that the device will be replaced. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.